Event description:
On an unknown date in 2005, the patient was implanted with a gore® tag® thoracic endoprosthesis to treat a thoracic aortic traumatic injury after a car crash. On (B)(6) 2015, the patient was admitted to the hospital with thoracic pain and fever. The computed tomography scan showed a proximal type 1 endoleak near the lsa ostium, thought to be caused by a lack of wall opposition of the tag endoprosthesis (tag2610). The physician decided to treat the endoleak by implanting a conformable gore® tag® thoracic endoprosthesis, intentionally covering the lsa. However, even after ballooning, the endoleak still persisted. Based on a CT scan on an unknown date revealing an aorto-esophagea fistula, the patient was convert to open surgical repair with an explant of both devices on (B)(6) 2015. The fistula was confirmed by the surgeon to be located at the level of the tag2610 implant in 2005. An extra ¿ anatomic bypass was grafted between the ascending and descending aorta distal to the former location of the endoprosthesis. The surgery was successfully completed. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the sterilization records for the devices verified that the lots met all pre-release specifications. The cause of the infection could not be determined with the provided information.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).